Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address: (B)(6). Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with distal and proximal stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 17may2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely calcified artery. A 3.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported. However, device analysis revealed stent damage.